Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the low anterior resection for rectal cancer surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Another device was used to cut the tissue close to the previous cut line. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t5ac0g. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.